Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of sensing and pacing was noted on the right ventricle (rv) lead. Diagnostic imaging was confirmed on the rv lead. The rv lead was revised successfully. The patient was in stable condition.